Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, it was determined that the instrument's high speed spinner was not functional. The customer switched the high speed spinner from another immulite instrument onsite to the immulite 1000 instrument, then reran the patient's samples. A siemens customer service engineer (cse) was dispatched to the customer site. The cse confirmed the errors from the defective high speed spinner and replaced the high speed spinner assembly and adjusted the speed. The cse also replaced the reagent barcode reader due to an intermittent problem unrelated to the discordant ipth results. The cause of the discordant, falsely elevated ipth result on samples from an intraoperative patient was a malfunction of the high speed spinner. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated intact parathyroid hormone (ipth) results were obtained on two patient samples from one patient undergoing surgery for a parathyroidectomy on an immulite 1000 instrument. The baseline result from the patient's first sample had been reported to the physician(s). The discordant results were obtained on the next consecutive samples and were flagged with errors related to the high speed spinner. The laboratory did not report the discordant results to the physician(s) and the physician(s) completed the surgery without the results. The samples were refrigerated and tested on the same instrument the next day following replacement of the high speed spinner. The samples resulted as expected and were then reported to the physician(s). A sample was also collected from the patient the day after surgery and resulted as expected upon testing on the immulite 1000 instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ipth results on samples from an intraoperative patient.